Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed, and the root cause is a service use error. The ge healthcare (gehc) field engineer (fe) installed the gcx bracket with the incorrect screws and improper torque was applied during installation. The investigation determined that the gehc fe did not follow the gcx bracket installation instructions properly. The issue was isolated to this single fe and the installation instructions were reviewed with the fe who confirmed understanding of the instructions. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Event description:
The facility reported that an all-in-one computer system broke loose from a gcx bracket elbow on a carestation 750. Allegedly, the system fell and hit a contract worker who suffered lacerations. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: end user contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.